Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.right ventricular (rv) lead pace impedance was 3325 ohms on (B)(6) 2015.analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance steady at approximately 649 ohms through (B)(6) 2015, steadily rises to 3325 ohms between (B)(6) 2015 and (B)(6) 2016. (B)(4).

Event description:
It was reported that the lead had high thresholds and high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.